Event description:
Customer reportedly received results of 44 mg/dl and 360 mg/dl within 10 minutes on the advantage system. High blood symptoms reported with these results. No action taken based on device results. No adverse event reported. No quality controls were used. The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.